Event description:
Placed needle on lantus insulin pen and was able to prime needle without difficulty. When dialed in lantus insulin dose, med was difficult to push and when removed needle, found portion of needle was retained in the insulin pen.